Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, several ER (emergency room) fellows, and the company representative all describe feeling a ¿jolt¿ when they palpated the patient¿s device. The patient expressed discomfort and was in the ER being treated for af (atrial fibrillation) with conducted r-waves at about 140 beats per minute. The device checked out fine upon interrogation. However, the device was turned off and the patient will have a recheck the following day. Follow-up was conducted with the company representative and from the information obtained it was further clarified that the ¿jolt¿ was due from a twitching muscle, which then caused a vibration. This was interpreted by patient and ER fellow as a ¿jolt¿, however it was the placement of the device. Another interrogation was done and showed nothing to be wrong with the device. Therefore, the device was turned back on and remains in use. It was noted that there was a discussion of a pocket revision but it had not taken place yet. No further patient complications have been reported as a result of this event.